Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited under sensing. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the device was explanted.

Manufacturer narrative:
The reported field event of under-sensing was not confirmed. As received, the device was at elective replacement indicator (eri). A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and high voltage output function analysis was normal with no anomalies found.